Event description:
Pump was reported to change rates during the infusion and deliver a bolus to the patient. The device was set at 70kg/0.4mg/ml/.25. It changed from .25 to 25. The patient was able to be stabalized using an alternate medication per biomed and no adverse outcome resulted. Writer attempted to gain additional details rearding the medication being infused, the alternate medication that was administered, specific patient details, and any additional details related to this report, but no additional information was able to be obtained.

Event description:
Add'l f/u with the risk manager at the hospital revealed the medication being infused was milrinone, 20 in 30 ml ns. Writer again attempted to gain add'l info regarding the alternate medication that was administered, specific pt details, or any add'l details related to this report, but no add'l info was able to be obtained.